Event description:
It was reported that the tube was placed in the pt. Pt was taken to x-ray to confirm placement. Tube could not be visualized on the films, therefore the pt was transported to another location to have a second set of x-rays done. The tube was not visible on the second set of films.